Event description:
Per report, during a transfemoral transcatheter aortic valve replacement (tavr) procedure the 23 mm sapien valve was prepped and advanced without complications. The valve was positioned and deployed 70/30 aortic, with a resulting 1-2+ perivalvular leak (pvl) and no central aortic insufficiency (cai). There was discussion about the valve not being completely coaxial and it was discussed if it should be post dilated. The patient was hemodynamically stable, but the physicians did not like the placement of first valve and therefore it was decided to do a valve-in-valve. A second 23 mm sapien was deployed in a 50/50 position within the 1st sapien valve. The final result was trace pvl and no cai. The patient left the or extubated and in good condition. Additional information provided by the clinical specialist: there was no severe septal hypertrophy, moderate to severe aortic valve calcification was present, and the ejection fraction- was 40%. The imaging intensifier angle was reported to be fair, and the coaxial alignment of the valve and delivery system was fair to poor. The patient¿s ventilation and the delivery system balloon inflation were held as recommended and there was no loss of pacing capture during the valve deployment. The perceived cause of the too aortic final position of the 1st valve was the difficult angle.

Manufacturer narrative:
Per the device instructions for use (IFU), valve malposition requiring intervention is a potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician¿s training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this particular case, the exact cause of the reported valve malposition cannot be confirmed. However, per report it appears that different procedural factors could have caused or contributed to the event (70:30 aortic positioning of the valve , poor coaxial alignment of the valve/delivery system in combination with a fair imaging intensifier angle). There was no report of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.